Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient was admitted due to slurred speech and an inability to state their name or date of birth (dob). Head computerized tomography and computed tomography angiography were unremarkable. The patient was diagnosed with a transient ischemic attack (tia). After two days, the patient was able to state their name and dob; the next day, the patient's neuro status returned to baseline. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad pump. There was no evidence that the patient had a history of neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with slurred speech and an inability to state their name or date of birth (dob). The patient was admitted and neurology consulted. Head computerized tomography and computed tomography angiography were unremarkable. The patient was diagnosed with a transient ischemic attack. Two days after admission, the patient was able to state their name and dob. The following day, the patient¿s neuro status returned to baseline. The ventricular assist device remainsin use. No further patient complications have been reported as a result of this event.